Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient presented with rash and shortness of breath with worsening renal failure. On day of death, the patient had developed acute hypercapnic respiratory failure; he was trialed on bipap but did not show improvement. Family decided to withdraw care and make patient comfort measures. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.